Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that an alarm 77 (non-recoverable system error) occurred at startup and was unable to start on the arctic sun device. Per review of wo on (B)(6) 2022, there was no patient involvement. Per follow up information received via email on 08nov2022, the device was under evaluation at the imi facility. The date of event occurred was (B)(6) 2022.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller assembly. During evaluation, it was confirmed that the unit received an alarm 77 during startup and would not start. No repairs were made towards the device as it was scrapped. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that an alarm 77 (non-recoverable system error) occurred at startup and was unable to start on the arctic sun device. Per review of wo on 07nov2022, there was no patient involvement. Per follow up information received via email on 08nov2022, the device was under evaluation at the imi facility. The date of event occurred was 01nov2022.